Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings/normal readings. The reported inaccuracy issue first occurred on a week earlier at an unknown time. The pt reported blood glucose results of "350, 270, and 380 mg/dl," which she reported as inaccurate high results; her expected results and the time she obtained these results were not specified. As a result of the reported issue, she allegedly took an increased dose of insulin (15 units of an unknown insulin) 3 times. She also reported symptoms of feeling shaky after testing on the meter. It is unknown if she became shaky before or after taking the insulin, and what the time difference was between when she took an increased dose of insulin and when she became shaky. On the same day, she went to the emergency room (ER), obtained a "43 mg/dl" on the ER meter, and was treated with oral glucose. The customer care advocate (cca) went through troubleshooting with the pt and noted that the meter had the correct unit of measure, blood samples were taken from the finger, and the correct testing/cleaning techniques were used. The cca also noted that the control solution result was out of range. Replacement products were sent to the pt. The medical affairs specialist (mas) was unable to reach the pt for follow-up questions. Based on the provided info, this complaint is being reported because the pt reportedly became hypoglycemic after taking increased dosages of insulin and obtaining alleged inaccurate high meter readings, in addition, the control solution test failed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.